Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During procedure, when the femoral finishing block was being positioned on the resected femoral condyles, the block was found to not fit accurately, on closer inspection, the block was found to be "splayed" slightly. Alternate sterile resection block sourced from another set. 5 minute delay to procedure. No ae to patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.